Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver an unspecified volume of normal saline via a gemstar pump. It was reported that after three days in use, the nurse noted "2 inches" of air distal to the filter and "4 inches" of air proximal to the filter. No air was delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.